Event description:
Discordant advia centaur xp ca 19-9 results were obtained for a patient sample during a correlation study. The patient sample displayed a higher result with the new reagent lot. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ca 19-9 results.

Manufacturer narrative:
The cause for the discordant advia centaur ca19-9 results is unknown. Lot # 052342 met all manufacturing release criteria when it was released. A panel of 15 patients across the assay range were run and the mean bias upon release was 10%. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. Warning: do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease."